Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 318 mg/dl (advantage) and 139 mg/dl (pharmacist's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.